Manufacturer narrative:
The pump powered up properly after battery installation. No unexpected restart or external ram error alarms were noted during testing. The pump passed the error test and self test. No unexpected pump restarts or reset time/date anomalies were noted. The pump had cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call external ram crc error alarm and unexpected restart alarm. Customer's blood glucose level was 7.9 mmol/l. Customer advised they had multiple external ram crc error alarms and unexpected restart alarms. Customer advised they had issues with the insulin pump each time they would rewind the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.